Event description:
It was reported that the user experienced a low blood glucose event after lunch, confirmed by fingerstick, and ingested oral glucose tablets and juice, with glucose improving to 82 mg/dl by the end of the call; the user declined additional troubleshooting and preferred to contact their endocrinology office. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.